Event description:
It was reported that after an unk procedure, the device did not clip tight enough onto the vessel. There were no adverse consequences for the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.